Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2013-02003, 2134265-2013-03013. It was reported that following a coronary artery stenting treatment procedure, vessel pinching occurred. In (B)(6) 2012, 60-70% stenosis was noted in the mid left anterior descending artery (mid lad), which was treated placement of a 2.75x38mm ion stent. Post stent deployment, jailing of the diagonal branch was noted. A non-bsc guidewire was advanced across the diagonal branch. The jailing was treated with angioplasty using a maverick balloon at the ostium of the diagonal branch. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was an in-stent restenosed lesion of an unknown drug-eluting stent located in the proximal right coronary artery (prox rca) with 70% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x16mm ion stent, with 0% residual stenosis following post-dilation. The patient was discharged on clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort and cardiac enzyme was elevated. The patient was hospitalized. ECG suggested a non q-wave mi and ischemic symptoms were observed. Coronary angiography revealed pinching in the ostium of the diagonal branch which was probably due to the ion stent in the mid lad. There was also 95% focal in-stent restenosis of the ion stent in the prox rca, which was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).